Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation the ventricular tachycardia (vt) episodes were not viewable upon selection and then re-interrogation showed no episodes available to review. The device remains in use. No patient complications have been reported as a result of this event.